Event description:
Pt alleges receiving breast implants in 7/79. Pt also alleges that for approx. Two to three yrs (i.e. 1993) her left implant was giving her much discomfort; therefore, she had removal of both implants on 4/12/96. Her left implant was leaking without her knowledge and at the same time she was having massive chest pains. She is presently seeing her eye dr due to complications to her eye sight is due to her implants.